Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? Were there any intraoperative complications? What is meant by the ovarian was folded over? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? What is the users experience w/ surgicel powder and other hemostatic agents? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ovarian cystectomy procedure on an unknown date and absorbable hemostat was used. The surgeon used one piece of absorbable hemostat inside the ovarian cortex and ovarian was folded over. The patient came back 3 days later with 1 liter of blood pooled in the body. They opened up and saw the absorbable hemostat still there, but it was a gelatinous mass. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information was requested, and the following was obtained: the procedure was over a year ago. The hospital contact did not know any of the details other than what the rep provided. It was believe that 1 piece of surgicel original was used but it could not be 100 percent confirmed. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. Were there any intraoperative complications? 7. What is meant by the ovarian was folded over? 8. What is the lot number? 9. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 10. Where was the surgicel used (on what tissue)? 11. How much surgicel was used during the procedure? 12. What were current symptoms following the index surgical procedure? Onset date? 13. Has any surgical or medical intervention been performed? 14. What is physician¿s opinion as to the etiology of or contributing factors to this event? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? 16. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: please note adverse event date was last year. 1) did the patient go to ICU at all? She said the patient came back three days later with 1 litre of pooled blood. This was an emergency situation. 2) what is the patient current status? Patient is fine as this happened last year and they were reviewing it at a board meeting. 3) at any point did the patient go into shock? She did not say. 4) why did patient come back 3 days later? Blood pooling to 1 litre. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.